Event description:
It was reported that while using a side-firing fiber for prostate vaporization, the aim beam was observed to be forward-firing into the patient's bladder. The forward-firing condition was observed when the fiber had accumulated 29,917 joules. The procedure was continued with a second fiber (reference MFR report number 2937094-2012-00171) and completed with a third fiber. Neither the patient nor the end user experienced any injuries as a result of this event. The patient outcome was reported as the patient was "doing well."

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.